Event description:
It has been reported to philips that the user experienced problems in retrieving and viewing old studies in intellispace cardiovascular (iscv). No harm to the patient or user was reported. Philips has started an investigation for this complaint.